Event description:
The results of the investigation found that the device failed accuracy tests. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No evidence of issue found in event history log. Visual, functional and accuracy tests were performed. The device failed accuracy tests. The explusor will be sanded to fix the issue.